Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow up, and post-paced t-wave oversensing was observed via stored egms. Programming changes were recommended; device remains implanted.